Event description:
It was reported that during a scheduled follow-up, device telemetry was not possible. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): preliminary analysis found that the device lost telemetry and function due to battery depletion brought on by excess current drain. Further analysis revealed that the excessive current drain was likely due to a fault in an ic (integrated circuit), as evidenced by point emissions from a transistor seen on photon emission microscopy. The ic was inspected with a low power microscope, and it was noted that the ic was loose from the ceramic package. Using a lower power zoom it was noted that a crack in the ic had occurred, and an entire corner was separated from the remainder of the ic. It is unclear how or when this crack may have occurred, as there were no obvious handling incidents during the entire analysis. With the ic cracked, no further analysis was attempted.

Event description:
It was reported that during a scheduled follow-up, device telemetry was not possible. The device was replaced. No patient complications have been reported as a result of this event.